Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported two instances where the pessary retrieval string could not be found during removal and the pessary remained inside her body. Each instance involved product from the same package. The pessary was removed manually. No consequences reported.